Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) device showed 1.5 years remaining longevity due to high outputs. Boston scientific technical services (ts) discussed possible reason for this event and suggested to do a disk analysis. Additional information obtained from the field which indicated that the premature battery depletion was due to a known high lead threshold. The device was programmed to right ventricular (rv) only pacing but since patient was in chronic mode switch it appeared that the device was still pacing bi ventricuar. The plan of action is to monitor patient and to reprogram the device. To date, the device remains in service. No adverse patient effects reported.